Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR. In regard to this complaint, logfiles were provided for review. Review of the logfiles showed there was multiple on/off switching of the constant irrigation around 12:10. A. At 12:10:08.9414 the surgeon switched constant irrigation off by pressing the footswitch. B. Directly after that, 12:10:08.9765, constant irrigation is switched on by pressing the constant irrigation button on the screen. C. Then at 12:10:10.5048 the surgeon switched constant irrigation off again by pressing the footswitch. The conclusion is that the on/off switching of the constant irrigation works as it should. However, maybe in above scenario the surgeon was unaware of action b (switch on by another user on by the screen), and was intending to switch the constant irrigation on, but (because it was already on by the screen action) turned it off. Therefore, the reported complaint most likely is attributable to an (unintended) use error. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident.

Event description:
We have been informed that the incident occurred on (B)(6) 2023 and already on (B)(6) 2022. The following occurred on (B)(6) 2023 during an operation (ppv) the eye lost stability. After checking the settings on the monitor, it was noticed that the infusion was set to "off", whereas no one had operated the footswitch or the tableau and the and the device itself had not made any voice announcements in this regard (as a rule, the device always makes a loud and loud and clear announcement when the infusion is turned "on" or "off"). No report that actual harm occurred or surgery was prolonged > 30 minutes.

Event description:
We have been informed that the incident occurred on (B)(6) 2023 and already on (B)(6) 2022. The following occurred on (B)(6) 2023. During an operation (ppv) the eye lost stability. After checking the settings on the monitor, it was noticed that the infusion was set to "off", whereas no one had operated the footswitch or the tableau and the and the device itself had not made any voice announcements in this regard (as a rule, the device always makes a loud and loud and clear announcement when the infusion is turned "on" or "off"). No report that actual harm occurred or surgery was prolonged > 30 minutes.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.